Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging there was a line through the display screen. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: during investigation, the pump was powered on and the display was blank. The complaint of a line through the display was not able to be investigated due to the blank display issue. The pump case was removed and the electronically erasable programmable read-only memory (eeprom) component was found to be cracked. No download of pump data was available due to the eeprom damage.